Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown zss femural component, unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot numbers of the device involved in the event are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Hospital discarded as biohazard.

Event description:
It was reported that the patient has been indicated for a revision. This will be the second revision for loosening of the cemented femoral stem. Surgeon wants to convert the femur to cementless fixation while retaining the tibial component. No further information was provided.